Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4.) The system error 2240 (air in line) is confirmed. It was stated that there was an unspecified leak on the disposable set. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to remove the cassette. The hp stated she would just do a manual drain with manual supplies. The tsr then advised the hp to notify the nurse of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.